Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healing collar (hc345) would not seat correctly into the implant so the doctor used a new healing collar to complete the procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) one zimmer dental heal collar was returned for inspection. Visual inspection revealed wear about the collar and the threads. The hex head was also slightly worn, but functional. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15 information identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Complaint indicates the healing collar would not assemble with an integrated implant. The product was functionally tested, and it was noted that the healing collar was able to fully seat with a mating in house implant.the event is unconfirmed following functional testing. A root cause for this complaint could not be determined. (B)(4).